Event description:
A (B) (6) customer opened a new carton of contour test strips and found the cap already open on the bottle of strips. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. The customer received replacement test strips from the pharmacy.